Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip reduction approximately one-week post-implantation due to dislocation. Subsequently, the surgeon confirmed that the outer cup was still out of place. A revision surgery is being planned at this time. It was confirmed that no further information could be provided.